Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was reproduced at power up. System error 105 was confirmed through a review of the device event history log and caused by a failed motor. There was evidence of the encoder board to have an unknown substance on it which caused contamination to components on it. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 in the neonatal intensive care unit. It was also reported there was no patient involvement.